Manufacturer narrative:
Block a4: weight: 25.2. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. F1001 impact code captures the reportable event of cancelled procedure. Block h2: correction: block e1: initial reporter phone. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned. During the media inspection of the picture attached it was possible to observe the device being used, however, it was not possible to identify the reported failure. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a painless gastroscopy diagnosis and treatment procedure performed on (B)(6) 2025. According to the complainant, during the procedure the first four bands were deployed normally, and the fifth band could not be deployed. Due to the poor oxygen saturation of the patient, the procedure was terminated. The physician planned to use more bands to be more effective, but due to the patient's blook oxygen saturation the procedure was stopped. There was no difficulty setting up the device.

Manufacturer narrative:
A4: weight: 25.2. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. F1001 impact code captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a painless gastroscopy diagnosis and treatment procedure performed on (B)(6) 2025. According to the complainant, during the procedure the first four bands were deployed normally, and the fifth band could not be deployed. Due to the poor oxygen saturation of the patient, the procedure was terminated. The physician planned to use more bands to be more effective, but due to the patient's blook oxygen saturation the procedure was stopped. There was no difficulty setting up the device.